Event description:
A customer contacted haemonetics on (B)(6) 2010 reporting a ortho pat machine diaphragm rupture blood spill. No injury or reaction noted. There was no pt injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 reporting an orthopat machine diaphragm rupture blood spill. No injury or reaction noted. There was no pt injury or reaction noted. On (B)(4) 2011 the device was evaluated and an internal fluid spill was confirmed. (B)(4). This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).